Event description:
The representative reported on behalf of the customer that during fixation of the distal resection guide on the femur, the drill allegedly got stuck in the x-hole. The customer reported that the guide was removed together with the drill, and that a new resection guide was used to proceed. The customer further reported that the top end of the drill is allegedly broken and that it had bent as the drill was removed from the guide.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding pin became stuck in a jig involving a drill bit was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection concluded that the broken end of the drill bit. The fracture indicates a torsional overload. Medical records received and evaluation: no medical records were requested or received due to the nature of this event. Device history review: a review of the device history records could not be performed as no lot ID was provided for review. . Complaint history review: a review of the complaint history could not be performed as no lot code was provided. Conclusions: the investigation concluded that the damage on the drills were consistent with an off-axis loading condition that likely caused the drill fracture was caused by -using a pin with visible damage on its surface -using a cutting block/ guide with visible damage in the pin hole (i.e. Burrs, foreign material, etc.) -placing a pin in a hole and applying a side force on the pin with power supply, (i.e. Incorrect insertion angle.).

Event description:
The representative reported on behalf of the customer that during fixation of the distal resection guide on the femur, the drill allegedly got stuck in the x-hole. The customer reported that the guide was removed together with the drill, and that a new resection guide was used to proceed. The customer further reported that the top end of the drill is allegedly broken and that it had bent as the drill was removed from the guide.